Event description:
Reportedly, during setup, the device shut down. Malfunction did not occur during pt use. The control board was replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4).